Manufacturer narrative:
The reported events of inadequate capture and low pacing impedance were not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-18205. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2021. During examination of leads, it was noted that the right ventricular (rv) and right atrial (ra) leads had high capture thresholds and both the leads had low impedance. The physician explanted and replaced rv and ra leads on (B)(6) 2021. The patient was in stable condition before, during and after procedure.